Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced. Device has been discarded.